Manufacturer narrative:
The events occurred on an unspecified date between (B)(6) and (B)(6) 2020, "almost once per each month". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an abdominal cavity infection, low fever and cloudy effluent. The cause of the events was reported as due to ¿(B)(6) and other germs¿. It was not reported if the patient was hospitalized for the events. The patient was treated with an unspecified anti-inflammatory drug (dose, route, duration and frequency were not reported) for the events. At the time of this report, the patient was recovered from the events and pd therapy was withdrawn. No additional information is available.